Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after an unk procedure. The vessle locator wings released prematurely. The device was removed and hemostasis was achieved with manual compression. There were no patient effects. No additional information was available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.